Event description:
On (B)(6) 2025, it was reported by a sales representative via phone that an ar-2372blo knotless ac tightrope button fell off inserter during insertion. This occurred during use in a ac joint reconstruction case with no patient effect. There was a 5 minute delay to case. Case was completed using same product of different lot number.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper surgical technique.